Manufacturer narrative:
Results: IV pole latch.

Event description:
It was reported by service report that the IV pole latch was broken and there were exposed sharp edges. No pt involvement or adverse consequences are reported.